Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. On the field service engineer's (fse) initial service visit, he inspected the analyzer and found the reservoir had little to no foam. As a preventive measure, he replaced the prewash probe and tubing and verified the reservoir tubings. On the fse's follow-up service visit, he replaced the slightly bent sipper needle for the measuring cells and the syringe seals. He performed mechanical and precision checks with successful results. The investigation determined the event was consistent with the bent sipper probe and syringe seals. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys brahms pct result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 0.780 ug/l. The repeat result was 0.426 ug/l. The qc was questionable, prompting the rerun of the patient sample.